Event description:
It was reported that during a laparoscopic sub-total procedure, using the trocar normally, pulled out the swab through trocar which dislodged the main seal completely. No patient consequence reported. Procedure completed with same/ like device.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results of the found that the device was received with the duckbill out of position and missing. One potential cause for the damage found may be the snagging of an instrument during insertion. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.